Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the nbp reading is inaccurate. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found that the nbp assembly was faulty and replaced the assembly to resolve the issue. After replacement, the nbp readings returned to normal and the device was confirmed safe to use. Analysis was performed and investigation has been completed. The engineer replaced the nbp assembly for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.